Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the sensor cannula was broken and broken piece was missing after removal. Customer's blood glucose reading was 177 mg/dl. Customer already threw the sensor away and it could not be returned.